Event description:
Caller reported that the t:slim x2 pump battery was not charging and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer attempted troubleshooting by trying alternative wall adapters and charging cables, eventually finding success using a non-tandem charging cable. Technical support informed the customer about the non-recommended use of third-party supplies and arranged for a replacement tandem wall adapter and charging cable to be sent. The issue was resolved with the pump beginning to charge, and no further assistance was required.